Event description:
Follow-up identified the patient was not hospitalized due to the infection. In addition, the manufacturer will not receive any further updates on the patient.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. UDI is unknown as the device was manufactured prior to 9/24/2014. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg site appeared infected due to the presence of fluid and pus discharge. In addition, the pocket was red and swollen. In turn, surgical intervention was undertaken to explant the entire system.